Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that he was in the hospital because he was feeling sick. The customer stated that within 10 minutes, he obtained a difference of 100 mg/dl between his contour next link 2.4 meter and the hospital's meter. No specific readings were provided. The customer refused to provide further event details. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. An in-house testing was performed using the in-house contour next link 2.4 meter with in-house contour next test strips, which gave satisfactory performance. Additionally, a device history record for the suspected contour next link 2.4 meter was reviewed and no manufacturing anomalies were found.